Event description:
It was reported that the "battery is not holding a charge. Performed battery load test. Battery voltage is 13.4 volts dc. Ran unit for an hour on battery. Battery voltage is 11.9 volts dc. Unit passed battery load test. Customer requested for me to take unit outside and simulate a transport. I took unit outside and walked around with unit and unit did not turn off. I pick up unit and drop it a little and still the unit did not turn off. I was unable to confirm customer's report of battery not holding a charge. Performed functional checks and unit checked out ok". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). No iabp part was returned to teleflex chelmsford for investigation. According to the field service report, the pump was checked, and the problem could not be replicated. The pump passed functional checkout. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "battery is not holding a charge" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the problem could not be replicated. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "battery is not holding a charge. Performed battery load test. Battery voltage is 13.4 volts dc. Ran unit for an hour on battery. Battery voltage is 11.9 volts dc. Unit passed battery load test. Customer requested for me to take unit outside and simulate a transport. I took unit outside and walked around with unit and unit did not turn off. I pick up unit and drop it a little and still the unit did not turn off. I was unable to confirm customer's report of battery not holding a charge. Performed functional checks and unit checked out ok". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.